Manufacturer narrative:
The dcb, the connecting cable, and the coil were returned. The resistive heating coil section exhibits an air detachment and matches the event statement. The remote connecting cable (lot f71807) passed electrical and functionality testing. The enpower dcb (lot f66947) was tested. There is a failure to the lower calibration limit. The green light system go light will not illuminate when a dpu is attached to the connecting cable. This should have not been a primary factor in the complaint event. A history of the last ten detachments were pulled out of the dcb's memory with no abnormal readings found. Using the returned dcb and the connecting cable, ten detachment were performed with no problems encountered. The field complaint could not be duplicated. The returned device positioning unit (dpu) passed electrical testing. Therefore; it is highly unlikely that this dpu contributed to the complaint event. The returned enpower detachment control box (dcb) failed electrical testing. The last ten recorded detachments from this dcb were found to have been error free. Laboratory testing could not duplicate the complaint event. However; it is highly likely that this dcb was the root cause of the unintended coil detachment experienced during the procedure. The exact circumstances of how this complaint event occurred cannot be determined. Based on the information and analysis, the event was not confirmed. The returned product passed testing and a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
Before use in patient the customer has done the microcoil system preparation. He verifies the functionality of the microcoil before proceeding with microcoil placement. He connected the microcoil to the detachment control box (dcb) unit. He turns power (not detached the button) on. At this point the microcoil suddenly detached.